Manufacturer narrative:
The reported complaint of "the patient body reached the target temperature too quickly and the target temperature could be not maintained" was confirmed through visual inspection and functional testing. The proximal end of the serpentine balloon was observed kinked/ twisted. Probable causes for the reported complaint was undetermined. Visual examination of the returned catheter was performed, and it was observed that the first loop of the proximal end of the serpentine balloon was kinked/ twisted at two locations. Functional flushing test of the returned catheter was performed. All infusion ports and extension tubes were flushed, except for the in/out luers that were unable to be flushed due to the damaged proximal end of the serpentine balloon. Additional air flow test was performed to ensure adequate fluid flow throughout the balloon. Although the air was able to flow throughout the balloon, the flow rate was slow due to the kinked/ twisted portions of the proximal end of the balloon. Therefore, saline was most likely not travelling through the balloon with an appropriate flow rate to provide adequate cooling; thus, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for solex 7 catheter with lot number 73568.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The thermogard ivtm system was used to increase the patient's body temperature from 31.1 °c to 36 °c in increments of 0.25 degrees per hour. The patient's body reached the target temperature too quickly. However, the target temperate was not maintained, and the patient's body temperature continued to increase to 37.7 °c. It was also noted that the red pinwheel was not spinning. Since the patient's body temperature was not going down, therapy was discontinued and surface pads were placed to bring the patient's body temperature down to the target temperature of 36 °c. The catheter remained in place for about 24 hours; however, the central line was unable to draw back blood and met resistance when pushing medications. The line was removed and a PICC line was placed for access. No consequences or impact to patient was reported. No alarm was observed on the console, and it was put back in clinical use.